Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the minor moisture stains under light guide cover is cause not established and for distal fiber breakage is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fiber breakage and minor moisture stains under light guide cover. There was no patient involvement.